Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please clarify when the needle detached from the suture (during dispensing, during use on patient) - during use on patient while closing skin. Did the needle fall into the patient? No . Was the needle retrieve during the same procedure? Yes . Was additional tissue incision required to retrieve the needle? No.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, while closing the skin, the suture needle popped off. It was not reported how the procedure was completed. There were no patient consequences reported. No product will be returned.